Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.6, lab: 1.4. Meter and lab draw were done at the same time. Patient mentioned recently having a gi bleed caused by diverticulitis (occured (B)(6), hospitalization was not required). At time of bleed, meter gave inr = 2.4, no lab results. Patient is allergic to polyurethane and so is not able to get lab draws regularly.

Manufacturer narrative:
Patient has had lupus for many years. Customer also had a gi bleed caused by diverticulitis on (B)(6) 2011. Customer's current health status may affect coagulation test and contribute to unexpected inr or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.6, reference: 1.4, mean: 1.5, confidence limits: 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Conclusion: patient's condition of lupus may affect inr testing. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retain strip test record has been reviewed. Retain strip test result comparison has been met product performance criteria. (B)(4). This issue will be subject to tracking and trending. Corrective action not required at this time.